Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient said when the controller got down to 50%, the ins would shut off, even if the controller was not anywhere near them. When they went to recharge, the controller battery would jump to like 60%, and they would be able to turn the stimulation back on. The issue had been going on for about a week, since about the 23rd. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed a manufacturer representative (rep) would be best able to address the issue for them. Pt said they had a couple reps they worked with, but did not say they had previously reported the issue to them.